Manufacturer narrative:
Investigation summary: bd had not received samples, but four photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. Additionally, two hundred retention samples from bd inventory were evaluated by visual examination and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Bd is reviewing specific areas in the manufacturing process relating to this issue. The investigation is still on-going and improvements will be made as the potential causes are identified.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br there was stopper creep out or loose closure. This event occurred 196 times. The following information was provided by the initial reporter. The customer stated: "there is an increase in the number of cases with opened stoppers. The analyst opens the tubes for the examination, closes them right away and puts them in a paper box. With no change in the cap reinsertion procedure, the caps "jump" from the tubes and/or do not seal correctly." This complaint is addressing the stopper issue.